Manufacturer narrative:
The suspect medical device has already been returned to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-12-02). However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The rigid scope was returned to olympus for repair with a poor field of view reported by the customer. When the device was inspected at the repair center scratches/damage to the telescope's eyepiece were determined. There is no indication that the failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to a1, d6, d9, e1, g2 of the initial medwatch. The device was returned to olympus for inspection, and the customer's complaint of poor field of vision was confirmed. It was also noted that scratches on the eyepiece funnel, shadows in the picture, foreign objects on the lens of the eyepiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.